Event description:
A report was received that the patient was experiencing pain at the ipg site immediately following the implant procedure. The patient was administered medication and the event resolved. The event was assessed as related to the procedure and device hardware.

Event description:
A report was received that the patient was experiencing pain at the ipg site immediately following the implant procedure. The patient was administered medication and the event resolved.

Manufacturer narrative:
Additional information was received that the event prolonged the ipg implant hospitalization. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site immediately following the implant procedure. The patient was administered medication and the event resolved.